Manufacturer narrative:
Device unique identifier (UDI) unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries were required to be replaced. Once the battery was replaced, the imaging system then passed the system checkout and was found to be fully functional. Further analysis on the battery could not be completed as the battery was discarded. Device manufacturing date is unavailable. Information references the main component of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system is unable to scan after approximately 8 minutes of 2d imaging. There was no patient present when this issue was identified.